Manufacturer narrative:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. The device was used after an interventional peripheral procedure using a retrograde approach. The deployer was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. Hemostasis was achieved by manual compression for 25 minutes. The patient¿s status was recovered and the hospitalization was not extended as a result of the event. Additional patient and procedural details were requested but were not available. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed, the procedural sheath was returned. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2008501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon, approximately 3 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿discard the device if the balloon does not maintain pressure¿. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
The balloon of a 6f-7f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes. The patient¿s status was recovered and the hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The deployer was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation.